Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2007 and dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for rising impedance measurements. The alert threshold was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv thresholds and impedance continue to rise. The impedance lead alert was programmed off and the lead remains in use.